Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report # 3006705815-2023-07156. It was reported that the patient experienced a lead revision (B)(6) 2023, both leads were significantly out of place from the original position, therefore both leads were explanted and an attempt to re-implant the system was performed but the physician recognized there was too much scar tissue to re-implant the leads. The physician tried several times, with no success.